Event description:
Customer reported the valve was leaking during a flush. The valve was removed from peripheral IV and re-connected and it leaked again. A new vale was placed and no leak occurred. No pt harm or medical intervention required. No further pt or event details were provided.

Manufacturer narrative:
MFR's report date on: 01/15/2014. Internal file no: (B)(4). Although requested, the customer stated the product would not be returned. The customer's report of valve leaked could not be confirmed because product was not returned for evaluation.